Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Number 0839501001 is invalid for a lot number of the reported product. Did the needles pulled off the suture threads or needles broke? Did both needles had issue in this procedure? Lot number, device return status / follow up?

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture and needle disassembled and it was necessary to request for more sutures. There were no adverse patient consequences reported.